Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low and the patient was hospitalized. The customer reported they did not feel right and called daughter and she took the patient to doctor. Patient's blood glucose at time of incident was 65 mg/dl. Patient's current blood glucose was 96mg/dl. The customer treated it with sugar water. Patient has been experiencing low blood glucose for 10-15 minutes. The customer felt light headed and this was how she knew she was low and emergency room treated blood glucose with sugar water and they found she had a urinal tract infection and was given antibiotics. Customer states the drive support cap appears normal (slightly indented). The customer was wearing the pump at time of hospitalization. The customer declined to troubleshoot for blood glucose. The insulin pump will not be returned for analysis.